Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field and the issue was confirmed.  However, there were no product malfunctions; the issues were the result of use error as the scales were not properly zeroed before use. 5 devices were evaluated in the field and the issue was confirmed; 2 devices had a broken/damaged component, 2 devices were not properly calibrated, 1 device had a detached component, and 1 device had a worn component. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported there was an inaccurate scale.  There was no patient involvement.